Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the balloon of the fogarty thru-lumen embolectomy catheter did not deflate during use. The customer commented that the catheter was able to be removed with the balloon remaining inflated without making an additional incision. The reporter commented that the blood vessel was relatively wider than the balloon. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One fogarty catheter with attached bd 3 ml syringe was returned for evaluation. Blood was observed from the catheter body. The balloon was inflated with 1.2 cc air for 5 minutes and was found to be eccentric. There is no deflation specification using air as the inflation media. The balloon was again inflated using 0.5 cc water and the balloon inflated eccentrically and did not leak for 5 minutes. Balloon deflation was achieved in 5.1 sec by pulling back on the syringe plunger as recommended. The specification for balloon deflation is 15 seconds while pulling back on the syringe plunger. Eccentricity was found to be 0.17" (rmax = 0.24¿, rmin = 0.07¿) and the specification for eccentricity is 0.080". The through lumen was patent without any leakage or occlusion. Balloon testing was performed using the returned syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Customer report of ¿the balloon did not deflate¿ could not be confirmed; however, balloon eccentricity was confirmed during analysis. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.